Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported free flow condition was not verified however, the evaluator found the pump to over-infuse. The device was found out of specification in relation to the reported free flow which was reproduced as an over infusion by 5.93% and 5.43% during flow rate testing. The event history log review revealed that, as reported, an infusion of nitroprusside was programmed on (B)(6) 2018 with the following parameters: rate = 5.6 ml/h and volume-to-be-infused (vtbi) = 100 ml. The infusion began at timestamp 18:48, and the pump was stopped by the user at 18:55 and the rate was updated, however the infusion was not resumed. The pump was powered off by the user at 19:06. The cause was determined during a visual inspection to be missing door hook shims which were removed in the field, the door hooks were re-shimmed to correct this condition. The reported event and device evaluation was reviewed by baxter's medical safety review specialists and determined whilst the pump did require servicing, the variation was 5.93% at its maximum, is unlikely to lead to severe alterations in blood pressure. Furthermore, the main control circuit of the pump was not compromised. The reported original bag volume is 125ml does not take into account the amount of liquid needed for priming of the intravenous line. This usually varies according to the user. In this case when the machine is powered off, the motor should be stopped and hence it is an unlikely occurrence that the machine was still administering the drug. The first event of hypotension, is not related with the incident but is likely due to the use of sodium nitroprusside (snp). This drug may need to be titrated to the correct dose. The second parameter of blood pressure is a normal blood pressure. The third blood pressure reading is hypertension; however, this can be quickly titrated using the same snp. This does not represent a serious injury. The event of chest pain which resolved is unlikely related to the use of snp. Snp dilates arteries, including the coronaries, hence the chest pains etiology is likely due to something other than an ischemic attack. The chest pain resolved spontaneously. The volume discrepancy found during device analysis with a maximum variation of 5.93% from the given flow rate. This rate is unlikely to provide extreme variations in the infusion and hence the blood pressure. Therefore, the reported event of the pump delivering infusion whilst powered off resulting in extreme variations in blood pressure is unlikely associated with the spectrum pump. The hypertension experienced by the patient was possibly a result of snp ending its half-life due to its pharmacokinetics. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continued to infuse medication while the pump was powered down after therapy. Nitroprusside drip was started at 0.5 mcg/kg/min in the cardiac care area. The drip was scanned at 1342 and pump started at approximately 1350. Nurse stated patient became lethargic and flushed and the pump was stopped. Patient reported chest pain, and the medical doctor was notified and an electrocardiography was ordered. Line disconnected at about 1517, but drips were observed forming at a rate of approximately 20-30/min. IV bag appeared 2/3 to 1/2 full (125 ml original volume). No additional information is available.